Event description:
The caller alleged discrepant results between two inratio meters. The following results were reported: doctor's inratio: 2.2, patient's inratio: 1.8. Two different strip lots were used in testing.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr is 2.0 the confidence limits for this mean are 1.4-2.6. The reported inr values from the complaint were 2.2 and 1.8. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing is required at this time.